Event description:
Implant fracture

Manufacturer narrative:
Investigation still in process. The entire report will be attached to the follow-up submission. An additional code relevant to the type of investigation section is 4117 (device not accessible for testing). It is included here due to space limitations within the section, which prevented the inclusion of all applicable codes in the designated fields.